Event description:
It was reported that bd alaris smartsite had flow issues. The following information was received by the initial reporter with the following: it was reported by customer that the filters do not allow medication to be primed through.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional info.

Manufacturer narrative:
One sample model (B)(4), lot 24099419 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with glycerin. No observation of fluid blockage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.